Event description:
The consumer indicated that on 2 occasions a tampon came apart as she tried to remove the tampon. The consumer removed the remaining pieces.

Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.